Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that the or staff experienced difficulty delivering medication when infusing by gravity due to kinking in the tubing. Although requested, no additional information about the patient, medication, or event provided.